Event description:
According to the reporter, prior to the dialysis session, during flushing, a cracked luer adapter was observed. There was no leak. The type of cleaning agent used on the device was iodophor. Iodophor was the cleaning agent typically utilized to clean the adapters, and the cleaning agents were allowed to dry thoroughly prior to applying ointments to the area. A tego was not utilized. No instrument was used to loosen or tighten the device. The insertion site was not treated with anything prior to product placement. The method utilized to tighten the adapters was by hand. There were no other products being utilized with the device. Nothing else unusual was observed on the device prior to use, and there were no other defects or damages found on the product. The remedial action performed to address the issue was replacing the whole catheter, and the treatment was completed. There was no blood loss as a result of the event, and no blood transfusion was required. No medical intervention or treatment was required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the catheter with a crack on the threads of the venous luer adapter. It was reported that the luer adapter was cracked. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.